Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd alaris¿ pump module smartsite¿ infusion sets' tubing leaked during use. The following information was provided by the initial reporter: "a second incident with tubing... Please help to describe the specific issue found on the tubing. Tubing was leaking, preventing mediations from reaching patients. Was issue being described was noted before, or after use? Problems were noted after medications had been started. Was there any patient involvement? If yes, what was the patient outcome? Is there any adverse event or serious injury? Yes patient involvement, two times the patients were in critical care and could have had adverse/serious injury... What type of procedure is being performed? Administering medications. Was there a delay or change in course of treatment due to this incident? No, patient tubing changed in all instances when it was noted. However, two instances were on critical patients and could have caused patient harm."

Event description:
No additional information.

Manufacturer narrative:
One photo was received for quality investigation. The customer complaint of leakage could not be verified by the photo provided. Evaluation of the photo provided does not show a clear leak from the tubing. A device history record review for model 2426-0007 lot number 23039059 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined.